Event description:
It was reported that the customer was hospitalized due to high blood glucose levels between 600 and 800 mg/dl. Prior to the event, the customer experienced high blood glucose levels, nausea and loss of consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer was not comfortable with the insulin pump, and requested a replacement. The customer also reported getting frequent bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.